Event description:
The account alleged the bed would not go into trendelenburg or reverse trendelenburg. No injury reported.

Manufacturer narrative:
The technician replaced the power control board, limit switch box and the trendelenburg switch to resolve the issue.